Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke outside the patient where it connects to the console. A message was also displayed stating fiber port overheated, try another fiber and the safety device was triggered, making vaporization impossible. The team tried to restart the device several times without success. The fiber had been used for 8 minutes 58 seconds, and 54,093 joules. It was noted that there was indirect exposure of the laser light to the three healthcare professionals and the patient. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke outside the patient where it connects to the console. A message was also displayed stating fiber port overheated, try another fiber and the safety device was triggered, making vaporization impossible. The team tried to restart the device several times without success. The fiber had been used for 8 minutes 58 seconds, and 54,093 joules. It was noted that there was indirect exposure of the laser light to the three healthcare professionals and the patient. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.